Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2008: the patient was pre-operatively diagnosed with: lytic spondylolisthesis at l5-s1. 2. Degenerative lateral listhesis of l3 on l4 and underwent the following procedures: an l5-s1 posterior lumbar interbody fusion with instrumentation. Abbott sequoia instrumentation at the l5-s1 level. Interbody cages 22 x 8 mm with spinal elements and laguna cages packed with bone morphogenic protein (bmp) and bone. Bilateral posterolateral fusion using bone morphogenic protein and autograft bone. As per op-notes, ¿reducing the spondylolisthesis back in the area of anatomic alignment. Gentle distraction was performed on the screws and the posterior lumbar interbody grafts were placed bilaterally after preparation of the disk space was performed. Bone was packed anteriorly and bmp was packed into the cages. The wound was then copiously irrigated. The remaining bone and bone morphogenic protein was placed into the posterolateral gutters, decorticating the l5 transverse process and the sacral ala.¿ on an unknown date post-op, patient alleged unspecified injuries due to use of rhbmp-2/acs.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.